Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the rex roth valve is not shifting fully. Associated malfunction for this device: pilot valve leaking, intake filter dirty.